Event description:
Mother reported the bolus delivery of the infusion device is faulty. Blood glucose was 306 mg/dl on (B)(6) 2011 at 8:55 a.m., and mother administered 1.5 iu via the infusion device. Blood glucose was 532 mg/dl at 11:40 a.m., and mother administered 2.5 iu via the infusion device. Blood glucose was 572 mg/dl at 12:40 p.m., and mother administered 3.6 iu via the infusion device and pt ate 4.8 ke. Mother changed the infusion set, and blood glucose was 252 mg/dl at 2:40 p.m. And 373 mg/dl at 6:00 p.m. Pt ate 4 ke and mother administered 2 iu and 3 iu via the infusion device. Blood glucose was 510 mg/dl at 7:30 p.m. Blood glucose elevated above 600 mg/dl on (B)(6) 2011, and pt experienced an increased urge to urinate. Mother called diet counselor and administered insulin via pen. Blood glucose was 91 mg/dl at 7:30 p.m. Insulin cartridges are not reused and are changed every 7 days. Infusion set is changed every 2-3 days. Pt did not have an infection or start new medication. Normal blood glucose is 160-180 mg/dl. Infusion device was not exposed to water or electromagnetic fields. Correct type of battery was used in the infusion device, and the battery setting was programmed correctly. Infusion device was replaced and requested for eval. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.